Event description:
Health professional reported left side rupture and ¿nodular images with microcalcifications" diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: lump/nodule: unable to observe as it is a medical event not related to the device. Rupture: unable observe opening on the device. Calcification: unable observe calcification on the device. Additional observations: observed deformation on the device. No further actions are required as the device was implanted.

Event description:
Health professional reported left side rupture and ¿nodular images with microcalcifications" diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device.